Manufacturer narrative:
Results: eval of the returned unit did not confirm the reported issue. Nurse call light does not remain continuously on at nurse call test fixture. However, the nurse call light turns off intermittently if the nurse call cable is wiggled. Unit passes all other functional tests. Note: instructions for use state: always test alarm and nurse call function prior to leaving the pt unattended. Activate the alarm (remove pressure from sensor, unfasten chair belt sensor, activate pir sensor or remove magnet from face plate) and make sure the nurse call light for the proper bed and room activate in the hall and at the nurse's station. (B)(4).

Event description:
Customer reported when the nurse cable is connected to the alarm, the alarm is continuously sounding at the wall mount and the nurse's station. Customer tested the alarm with the sensor and all was functioning properly. The customer reported that this issue was found during set-up, but did not provide a date when it was discovered. There was no pt incident or injury reported.